Event description:
A malfunction in a pump was reported by an international distributor in norway, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump and confirmed shipping details with the customer, who would use multiple daily injections as backup therapy. The customer was instructed to put the malfunctioning pump into storage mode and return it with a pre-paid label.